Event description:
Report rec'd from (B)(6) stating that the device had lower power and irregular sounds. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated, and the complaint of low power was confirmed. The pre-repair diagnostic assessment confirmed that the device would not hold the mra cutter, worn hose, and low power. If add'l info is rec'd, a supplemental MDR will be sent. Ref: (B)(4).